Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer reported change sensor alert issue and shorter battery life issue. Customer was using the battery for more than 1 year and advised to change the battery as per local guidelines. Troubleshooting was successfully performed for all issues. No harm requiring medical intervention was reported. The customer will continue use of the device.